Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick and infusion set fell off. No further information available.